Manufacturer narrative:
The device has been received and is under evaluation. When the investigation is complete a follow-up report will be sent.

Event description:
The report stated that during a right colon resection and after several successful seals, the re-grasp alarm kept going off frequently, then eventually it would not seal. The generator setting was started at 2 bars and then changed to 3 bars. There was oozing/bleeding under 200cc. Another device was opened and used to complete the procedure. The site reported there was no tissue damaged. The procedure time was extended for more than 30 mintues.